Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician seated the disposable device and felt a "pop" when the electrode array was "clicked into the lock position." The physician "immediately removed device, and a uterine perforation was confirmed via hysteroscope." The procedure was aborted. The pt received antibiotics. No other treatment was required and the pt was discharged home.

Manufacturer narrative:
Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).